Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. No issues were noted with the balloon material. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified multiple shaft kinks.

Event description:
It was reported that the blade cut the concomitant non-bsc sheath and bleeding occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified ventriculoarterial shunt. A 6.00mm/ 2.0cm/ 50cm peripheral cutting balloon was selected for use. During the procedure, after dilating the lesion, it was confirmed by imaging that there were no issues noted. However, when an attempt was made to remove the device, the blade hit the concomitant non-bsc sheath, and caused a torn from the tip to the entire length; bleeding occurred from cut. The sheath was removed using normal method without any problem and the procedure was completed with the original device. Additionally, the bleeding was stopped by manual pressure hemostasis for about 30 minutes. There were no complications reported and the patient was in good condition post procedure.

Event description:
It was reported that the blade cut the concomitant non-bsc sheath and bleeding occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified ventriculoarterial shunt. A 6.00mm/ 2.0cm/ 50cm peripheral cutting balloon was selected for use. During the procedure, after dilating the lesion, it was confirmed by imaging that there were no issues noted. However, when an attempt was made to remove the device, the blade hit the concomitant non-bsc sheath, and caused a torn from the tip to the entire length; bleeding occurred from cut. The sheath was removed using normal method without any problem and the procedure was completed with the original device. Additionally, the bleeding was stopped by manual pressure hemostasis for about 30 minutes. There were no complications reported and the patient was in good condition post procedure.